Event description:
It was reported that an inquiry for analysis was sent to technical services (ts) due to suspected early battery depletion when it comes to this device. A review of the device data confirmed that the device was exhibiting premature battery depletion. Ts noted that currently therapy delivery was unaffected, and the device should be replaced within sixty days. Additional information confirmed that the device was explanted and replaced. The device was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the initial reporter facility name and initial reporter address.

Manufacturer narrative:
This report is being filed to correct the patient identifier.

Event description:
It was reported that an inquiry for analysis was sent to technical services (ts) due to suspected early battery depletion when it comes to this device. A review of the device data confirmed that the device was exhibiting premature battery depletion. Ts noted that currently therapy delivery was unaffected, and the device should be replaced within sixty days. Additional information confirmed that the device was explanted and replaced. The device was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that an inquiry for analysis was sent to technical services (ts) due to suspected early battery depletion when it comes to this device. A review of the device data confirmed that the device was exhibiting premature battery depletion. Ts noted that currently therapy delivery was unaffected, and the device should be replaced within sixty days. Additional information confirmed that the device was explanted and replaced. The device was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was expected to be returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that an inquiry for analysis was sent to technical services (ts) due to suspected early battery depletion when it comes to this device. A review of the device data confirmed that the device was exhibiting premature battery depletion. Ts noted that currently therapy delivery was unaffected, and the device should be replaced within sixty days. Additional information confirmed that the device was explanted and replaced. The device was expected to be returned. No additional adverse patient effects were reported.